Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. "Try it" manual tests were performed and passed. An intermittent vibration test was performed and the test passed. Functional testing was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The vibrator resistance was measured and it registered within specification. The allegation was not confirmed. The root cause could not be determined.